Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s wife stated the cgm was displaying 310 mg/dl, compared to a bg meter reading of 429 mg/dl. The patient was experiencing confusion and loss of balance. An ambulance was called, and the patient was transported to the hospital. Treatment at the hospital was unknown as the patient¿s wife had to disconnect the call to be with the patient. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.